Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - clinical code - e1206 chills.

Event description:
It was reported that brief sensor issue occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a brief sensor issue which occurred 5 days after the sensor was inserted into the abdomen. It was reported the patient¿s partner noticed she was cold, sweating, weak, and shaking/twitching in her sleep around 2am on (B)(6) 2024. At that time, the patient's cgm (continuous glucose monitor) was giving a ¿brief sensor issue¿ alert and the patient¿s bg (blood glucose) meter reading was 42 mg/dl. The patient¿s partner treated her with a glucagon injection. The patient recovered at home and was not brought to the ER (emergency room). The patient was doing fine at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.